Manufacturer narrative:
Updated concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 300 mg/dl to 400 mg/dl. The customer also stated that, the infusion set cannula was bent. Troubleshooting was not completed. He device is not expected to be returned for analysis.